Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was inaccurate mainly at the high end; however, no sample readings were provided. The patient reported no use of acetaminophen at the time. The patient also reported insertion in the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support the patient did not report any additional injuries or medical intervention. The device is not indicated for use in pediatric patients.